Event description:
The external pulse generator was returned as a trade-in device and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the case was broken and that the flextape demonstrated intermittent failure. Analysis found the device failed one incoming functional test. Incoming functional test failure was retested ten times and still failed. Intermittent operation was noted. The generator was to be scrapped. This device was included in that field action and returned product testing found the device did perform as described in the field action. (B)(4).